Event description:
Intravenous catheter was started when tubing was connected to pt. IV tubing came apart at the stopcock. As registered nurse attempted to reconnect tubing, IV catheter came out of IV side. IV was restarted. No pt harm.